Manufacturer narrative:
Patient information was not provided. Serial number was not provided, so the UDI is not available. As the sn was not provided, the manufacturing date is unknown. Livanova manufactures the tandem heart pump. The reported event occurred in (B)(6), united states. While the event did not describe a specific device malfunction, this event is being filed out of an abundance of caution. The event occurred in (B)(6) of 2018 and the serial number of the device was not provided. As the device serial number was not provided, a DHR review could not be performed. As the device identifying information was not made available and the complained unit was not returned for investigation, a root cause could not be determined. However, the reported event did not indicate any known device malfunction and no direct link between the device and the reported event was alleged by the customer. As there is no known device malfunction, the most likely root cause of the reported event is patient-related. As a root cause was not determined, specific corrective action was not identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During a retrospective review of data from the theme clinical study, livanova identified a report stating that a patient that developed atrial fibrillation with rapid ventricular response during a procedure utilizing a tandem heart pump. The patient was treated with amiodarone and cardioverted to sinus rhythm. There was no evidence of a device malfunction and no direct link between the device and the reported event was alleged by the customer.